Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-04261, 04262. It was reported, the pt was experiencing burning and twitching in her lower back. The sjm rep met with the pt and determined the ipg was turned off, however, the pt reported, the burning and shocking sensation continued. The pt reported, she had gone to the ER regarding the issue, and an x-ray was taken which revealed a fractured lead. The sjm rep tested the leads but found no anomalies. It was reported, the physician planned to explant the scs system at a future date.

Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.